Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, and cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and scrolled without input. The customer did not know the blood glucose reading. The customer stated that the button error occurred after she noticed that she was having trouble getting the buttons to respond. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.